Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that they are unable to complete the rewind process. The blood glucose readings were 400 mg/dl. The customer was not hospitalized. The customer stated that they will have a set change and then treated the high blood glucose readings. The customer refused to remain on the call to determine he was okay. Nothing further reported.